Manufacturer narrative:
The scissor was returned dirty and corroded at the site of the break indicating it had not been maintained adequately per the instructions for use.

Event description:
The facility reported that the packer/chang iol scissor broke during surgery in the pt's eye. The broken piece of the scissor was removed and there was no impact to the pt.